Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a posterior repair with dermal graft augmentation, bilateral iliococcygeal vault suspension, plus perioplasty and cystoscopy due to symptomatic rectocele and stage 2 apbp pelvic organ prolapse. Five years post-surgery she had a vaginal vault suspension, anterior colporrhaphy, mid-urethral sling, cystoscopy and revision of previous posterior colporrhaphy scar due to vaginal vault prolapse, cystocele, stress urinary incontinence with intrinsic sphincter deficiency and dyspareunia. Medical history: four pregnancies, 3 vaginal births, hypothyroidism, restless leg syndrome. Past surgeries: tah with enterocele repair (1997).